Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The representative reported that both the talus and tibia are planned for revision, with the tibial component to be selected based on bone loss.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.